Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens of -08.50 diopter was implanted into the patients left eye (os) on (B)(6) 2022. The lens was intraoperatively implanted, removed and replaced with a longer length lens due to low vault. This resolved the problem.

Manufacturer narrative:
Weight:unknown, ethinicity:unknown, race:unknown. This product is not marketed in the us. (B)(4).claim#(B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens of -08.50 diopter was implanted into the patients left eye (os) on (B)(6) 2022. On the same date; in a separate surgery; the lens was removed and replaced with a longer length lens due to low vault. This resolved the problem. Claim # (B)(4).